Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsulectomy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old female patient who underwent primary breast augmentation surgery with a 250cc mentor memorygel left breast implant and a 225cc mentor memorygel right breast implant experienced bilateral capsular contracture baker grade iii on the left and baker grade IV on the right, right sided impaired healing, and right sided rupture post procedure. On (B)(6) 2022, patient underwent a surgical procedure, the left sided implant was placed in sterile betadine solution. Following the capsulectomy, irrigation and hemostasis of the left pocket of the same implant was re-implanted. Furthermore, patient had an explantation on the right sided implant on (B)(6) 2022. Per mentor IFU, these devices are for single use only and should not be re-implanted. Therefore, these devices were used in user error. This medwatch form is for the left breast prosthesis.